Event description:
It was reported that the patient's atrial leadless pacemaker (lp) was under-sensing during post-operative device check. X-ray revealed the lp had dislodged. The lp was retrieved near the iliac/femoral vein. The patient was stable.